Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had sticky buttons, customer stated that the piece of screen at the top fell of insulin pump, had diminished battery life, rejected new batteries and lost settings. Customer also stated that the low battery and reservoir alerts come up late and does not give notice and insulin pump shut off right after low battery alert. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.